Event description:
Rptr noted system primed and tuned fine, then wouldn't phaco when footswitch depressed. Converted to ecce to complete case, causing slight delay in procedure, but pt reportedly recovering well.